Manufacturer narrative:
As reported, a 6x60mm 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter was inserted and inflated as a pre-dilation; however, it ruptured. There was no reported patient injury. The saber rx pta balloon catheter was replaced with a new balloon catheter and the procedure was completed. Initially, this was an endovascular repair (evt) case. Multiple attempts to obtain additional information were made without success. The device was not returned for analysis. A device history record (DHR) review of lot 17616868 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, lesion characteristics (although not provided) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a saber rx pta balloon catheter (6mm6cm155) was inserted and inflated as a pre dilation; however, it ruptured. There was no reported patient injury. The saber rx pta balloon catheter was replaced with a new balloon catheter and the procedure was completed. Initially, this was an endovascular repair (evt) case. The device has been discarded in the hospital; therefore, the device will not be returned for analysis.